Event description:
It was reported by the user facility that what was described as grease was allegedly seeping out from the hand piece of the simpulse solo irrigator. The scrub nurse identified the issue when she picked up the product for during set up. She was able to replace it with a new item to use in the case and the subject product was not used on the patient. No patient impact.

Manufacturer narrative:
To date, the subject product has not been made available for evaluation. Based on the available information and without a sample to evaluate, we are unable to determine the root cause of the reported grease seeping from the hand piece. If additional event information is obtained, or if the sample is returned for evaluation, this report will be updated. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in december of 2018. Addendum per sample evaluation: a visual evaluation of the subject product was performed. A small amount of the white food grade grease used in the manufacturing process is visible on the trigger. The device was opened to observe the grease placement inside of the handle. Grease was noted to be in the proper locations and was not applied in excess. The white food grade grease is applied during multiple steps in the manufacturing process. The grease is found to have been transferred to the trigger during one of these processes. Root cause is manufacturing related.

Manufacturer narrative:
To date, the subject product has not been made available for evaluation. Based on the available information and without a sample to evaluate, we are unable to determine the root cause of the reported grease seeping from the hand piece. If additional event information is obtained, or if the sample is returned for evaluation, this report will be updated. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of 1200 units released for distribution in december of 2018.

Event description:
It was reported by the user facility that what was described as grease was allegedly seeping out from the hand piece of the simpulse solo irrigator. The scrub nurse identified the issue when she picked up the product for during set up. She was able to replace it with a new item to use in the case and the subject product was not used on the patient. No patient impact.